Event description:
Caller reported false negative urine hcg result when testing three different lots of elite plus one step pregnancy test in their facility. Urine from a (B)(6) female pt was tested with a negative result. Customer provided three different lot numbers, but was not able to provide details about which lots may have been used for this pt. A fourth lot number was provided which was used for testing on this pt's urine sample giving a faint positive result. A serum quantitative test was performed with a result of 113,895 miu/ml. Physicians were only provided with the positive serum quant results.

Manufacturer narrative:
A third lot number of product was also provided by the customer: hcg0010131. The fourth lot number tested on this pt and giving a faint positive result was: hcg0050308. Investigation pending.